Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial flutter a farawave pulse field ablation catheter was selected for use. During catheter preparation, the catheter was hooked up to flush and the physician noticed bubbles in the flush port. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device ihas been received at boston scientific post market laboratory. The use of the farawave catheter to treat atrial flutter is considered an off-label use.

Manufacturer narrative:
The device has been received for analysis. During product analysis it was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section. The no problem detected code was selected for the reported allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial flutter a farawave pulse field ablation catheter was selected for use. During catheter preparation, the catheter was hooked up to flush and the physician noticed bubbles in the flush port. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. The use of the farawave catheter to treat atrial flutter is considered an off-label use.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.